Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device had become blank when powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared distorted due to visible moisture behind the display lens. A leak test was performed and revealed a leak due to a crack in the pump casing at the upper right corner of the display. The pump case was opened and further evidence of moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.